Manufacturer narrative:
Pump received with blank display due to misaligned batter tube. Unable to perform the displacement test, sleep current test, active current test and self test due to misaligned battery tube. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was dropped and had crack on battery compartment and it was shut off. The customer¿s blood glucose level was 199 mg/dl at the time of incident. Customer stated that the location of damage was battery area and battery cap. The customer was assisted with troubleshooting and reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.